Manufacturer narrative:
(B)(4). On (B)(4) 2012 product surveillance received follow up from global pharmacovigilance (gpv). Gpv spoke to the peritoneal dialysis (pd) nurse. The nurse clarified that the incidents of peritonitis in 2012 were the same incident of peritonitis that never recovered. The reporter stated that "the surgeon has been consulted for a possible removal of the pd catheter" as it may be the source of the organism involved (staphylococcus epidermis). The reporter denied having any further information.

Manufacturer narrative:
(B)(4). This condition could not be confirmed since no product malfunction was alleged to have occurred, nor a sample returned. The patient was educated on this error and the set replaced. A batch review for any transfer set problem was not possible since the lot number and the particular product involved are both unknown.

Event description:
During a call for an unrelated alarm, the patient stated that there may be an issue with his transfer set and he was slated to have it replaced in the near future. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012 to obtain additional information regarding the transfer set. The pd rn stated they do not believe it is a transfer set or a catheter issue. They stated the changing of the sets is currently on hold, and they are investigating a possible infection. No further information was provided by the nurse. On (B)(4) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding issue with transfer set and possible infection. The following information was reported. On (B)(6) 2010, the patient began peritoneal dialysis (pd) therapy. In 2012 (exact date was unknown), the patient experienced a tear in his transfer set and the transfer set leaked at the adapter. The patient had a plastic (non-baxter) adapter. The nurse stated the patient stores his catheter/transfer set in his jeans pocket and the tear occurred due to ''wear and tear'' while the patient was working. Following this incident, the patient experienced peritonitis due to contamination from tear in transfer set. The patient was not hospitalized for this event. The patient was treated with unspecified antibiotic therapy and his transfer set was changed. In (B)(6) 2012 (exact date unknown), the patient experienced a reoccurrence of peritonitis. The nurse indicated this peritonitis grew the same organism as the previous episode. The patient was treated with unspecified antibiotic therapy. The patient was not hospitalized for this occurrence of peritonitis. On an unreported date, the peritonitis resolved. The pdrn retrained the patient on how to properly store his catheter/transfer set when not performing pd therapy. The nurse stated the patient currently does not have an infection and his catheter and transfer set have been inspected and have no issues. On (B)(6) 2012 product surveillance received follow up from global pharmacovigilance (gpv). Gpv spoke to the peritoneal dialysis (pd) nurse. The nurse clarified that the incidents of peritonitis in 2012 were the same incident of peritonitis that never recovered. The reporter stated that "the surgeon has been consulted for a possible removal of the pd catheter" as it may be the source of the organism involved ((B)(6)). The reporter denied having any further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.